Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc). Surgical intervention was undertaken. Available information indicates that this lead was repositioned and remains implanted and in service. No additional adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.